Event description:
According to the reporter: occurred during a vats lobectomy. The devices were not able to be fired. The surgeon could press the green firing button but could not squeeze the handle. The case was completed using a new reload and a new handle. No patient injury.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.